Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy , the vessel sealing device after making about 5 seals, the ratchet of the handle was difficult to release. Also the trigger did not return smoothly. The hand piece was recognized by the generator and did activate. New device was used to continue the procedure. The removed device was cleaned and tested post procedure, and the performance of the device got better but still poor. There were no tissue damage or no additional tissue resected. Operating time not extended. There was no patient injury.

Manufacturer narrative:
Evaluation of summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the jaws opened and closed properly when the latch was retracted and released. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.